Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen had vertical lines on it and it is in grey white. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with cracked keypad overlay at select button and damaged serial number label.